Event description:
Customer reported, "while preparing for case, the item was found with half a foot missing." Product was returned unused for evaluation. The unit was in its original outer and labeled shipper box. The unit was inside the shipper in the bottom plastic tray. The pouch, tray lid and sterile wrap were missing. The unit was found with one foot and one o-ring missing. The product was never used and was not contaminated. The defect was noted prior to use during preparation and there was no pt harm as related to this complaint.

Manufacturer narrative:
Reviewed the lot history file for lot d409008. All records were complete and the work order of (B)(4) units was manufactured and inspected per procedure. There is a 100% packaging inspection in place which includes 8 different inspection points related to the feet on each unit. All units passed this inspection with no issues. There is also a 100% inspection in place after sterilization to look for this defect and all units were found with feed and o-rings present. The probable cause of this defect was that the o-ring broke in transit and the foot was loose in the tray. When the unit was removed for use, the pouch, tray lid, and sterile wrap were thrown away and most likely the foot went into the trash where it was not found. Prior investigation in 2008 for split o-rings revealed, "the discrete failure of the o-ring is most likely related to damage caused during handling and placement of the o-ring. The incidence rate of this failure type, specifically once the device has been through 100% post-sterilization inspection is very low but possible. This potential failure mode is already known to the operators." Discussion with the vendor did not provide any answers as to why the o-ring split. This is the 4th complaint of a split o-ring since the 2008 investigation. All (B)(4) units from lot d409007 have been shipped to a total of 4 customers. There are no other complaints related to this production lot.